Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a (B)(4) gps self-expanding stent for treatment of a moderately tortuous, moderately calcified lesion in the iliac artery. Lesion exhibited cto (chronic total occlusion-100%). Lesion was not pre-dilated. Device prepped as per IFU without issue. Resistance was felt when advancing the device, but excessive force not used. It was reported that deployment difficulties were experienced. Device did not pass through a previously deployed stent. It was reported that the lock-pin was not removed but the device deployed partially. It is unknown where the device deployed. Another (B)(4) gps was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation summary: the protégé gps affiliated to this event was returned. The protégé gps was examined - it was noted that the stent was partially deployed on the device. The safety lock was found tight upon examination. The device was received with the outer sheath retracted exposing the distal end of the stent approximately 3.30cm. Approximately 1.90cm of stent is exposed. The inner distal assembly was cut just proximal to the retainer bond to allow examination of the stainless steel hypotube. Witness marks were noted on the stainless steel hypotube proximal of the distal end of the stainless steel hypotube. The witness marks are from the safety locking pin engaging the stainless steel hypotube. It was observed under a microscope that the stent does not have any damage. If information is provided in the future, a supplemental report will be issued.